Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call rewind anomaly on the insulin pump. Customer's blood glucose level was 195 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. Unable to confirm the rewind anomaly and unable to perform any tests due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.